Event description:
It was reported that the user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, after which support guided the user to toggle the cgm connection settings and restart pairing using a provided code; the connection was reinitiated, and the user planned to call back if the issue persisted. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education focused on bluetooth connectivity and device pairing. Investigation of this case revealed a communication disruption between the cgm and the ilet, consistent with a device communication problem involving the cgm-to-pump interface, with resolution achieved through re-pairing and connection reset. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue attributable to user-environment or software-state factors.

Manufacturer narrative:
Initial.